Manufacturer narrative:
Correction b5: it was reported that the fusion hollow fiber oxygenator was associated with low flows at high rpms (revolutions per minute), indicating a flow issue that occurred almost immediately after initiation of cardiopulmonary bypass. There was a possible high-pressure excursion (hpe). The patient had not previously received anticoagulant therapy or been on heparin. The issue did not worsen over time. Anti-coagulation was assessed using the hemostasis management system (hms), and the priming solution included heparin and mannitol. Albumin was administered, which resulted in increased flows sufficient to continue with the procedure. The device was used to complete the procedure. No complications have been reported as a result of this event. Correction d1: updated the brand name correction d2: updated the product code and common device name correction d3: updated the manufacturer name and address correction d4: updated the model and catalog number nd the lot number information correction g3: updated the PMA/ 510k number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the custom tubing pack was associated with low flows at high rpms (revolutions per minute), indicating a flow issue that occurred almost immediately after initiation of cardiopulmonary bypass. There was a possible high pressure excursion (hpe). The patient had not previously received anticoagulant therapy or been on heparin. The issue did not worsen over time. Anti-coagulation was assessed using the hemostasis management system (hms), and the priming solution included heparin and mannitol. Albumin was administered, which resulted in increased flows sufficient to continue with the procedure. The device was used to complete the procedure. No complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.